Event description:
It was reported that the device had not worked for the last 4-5 months. It was mentioned that the patient replaced the batteries in the programmer every two weeks and it "didn't do anything." It was stated that the device would stimulate for 10-15 minutes and then went away. A "call your doctor" icon was seen by the patient. No error code corresponding with the icon was reported. It was stated that the patient had an appointment with the doctor the day after the date of this report. It was also noted the patient would call the doctor to have the implant removed "as soon as possible." It was additionally stated that the patient needed an MRI. The patient stated that they were told that with an MRI, the device would "pull out of their skin" if it was made of metal. The MRI was needed to check the patient's nerves because of reported numbness. The patient was numb on their left side due to back surgery that occurred in 2008. The patient also had a "tumor in the spine." It was also reported that the patient had bladder surgery a couple of months ago and needed catheters "forever now." It was unclear if any of these past issues were affecting the patient's therapy. Almost two weeks later, it was reported that the patient's left implantable neurostimulator was not "doing anything at all." A power on reset condition was reported. It was further stated that the patient had nerve damage on the left side of their body. Four days later, it was stated that the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. It was noted that the patient had an appointment for (B)(6) 2013. No further help was sought by the patient. The patient stated they "didn't want ten more years of this bs." If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient alleged that the implants were "not doing their job". The patient had a surgery on his bladder and spent 10 days in the hospital. The patient had "some nerve problem" on his left side and needed the left side device removed, so that he could be "taken care of". It was stated that the patient put new batteries and it "does not work". The patient stated that they pushed buttons on the programmer and the "call your doctor" icon appeared. It was reported that the patient wanted their implant removed and they needed a new doctor because the managing physician was "probably not going to be doing the explant". It was stated that the left side of the patient's body had been numb for 2 months. The patient has a surgery scheduled for (B)(6) 2012 to remove the left device, so that he could have an MRI. Further information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
Additional information received reported that the patient had been non-complaint to make an appointment to have their implantable neurostimulator removed. It was noted that the healthcare professional had made multiple attempts to contact the patient without success. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the doctor's assistant reported that the cause of the event was due to a spinal tumor that was unrelated to the device. The device was removed on (B)(6) 2013. It was reported that the cause of the patient's loss of effective stimulation was unknown. It was stated that "the patient does have a spinal cord tumor that was effecting his urination and the device was not helping with that condition and had never helped with that." It was unclear if the patient had never received stimulation or if they had received it at one time then lost therapeutic effect. It was reported that "there was nothing in the health care provider (hcp) notes that stated there was anything wrong with the device or programming." It was noted that the patient consulted with the hcp on (B)(6) 2012 because he wished to have the device removed. The patient had an appointment scheduled for (B)(6) 2013 to remove the left implant. Further information has been requested. If more information becomes available, a follow up report will be sent. Please refer to manufacturer report # 3004209178-2012-01554 for information on an event related to the patient's right device.

Manufacturer narrative:
Product ID 3093-28, lot # v767679, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).